Event description:
Complainant alleged that the medics were treating a pt who was in "full arrest". During the event, the device would charge, but would not shock the patient. There was no indication from the complainant of any averse effect to the pt as a result of the reported malfunction.